Event description:
It was reported by staff that the device experienced pacing and sensing issues. It was also reported there was intermittent loss of sensing and capture. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. The liquid crystal display (lcd) was out of specification with a segment missing on the lower display, the battery contacts were compressed, the upper case and one bail cover were broken and the lower case was out of specification.